Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex st150 set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information is available.